Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error 103¿ was not reproduced. However, it was determined that the phenomenon occurred due to the failure of the igniter. Externally, the unit was in good condition. Internally, the unit has a small amount of corrosion on the chassis, which was easy to clean. Upon testing, it was found that the unit had ignited lamp slowly and sometimes never ignited at all. The igniter was installed, and the unit immediately ignited the lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while preparing for use, a e103(lamp light-up error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.